Event description:
The lay user/pt contacted lifescan, alleging the meter automatically scrolls through menu without prompt. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.